Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the fiber like foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known s9o it was unknown if the device had been used with the material attached. Pre-cleaning information- there was a no delay to the start of pre-cleaning, which was done properly. Water and air was supplied to the air/water nozzle. Manual cleaning information- the accessories used for reprocessing were normal. The scope was submerged in cleaning solution. The air/water nozzle was wiped or brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found watertightness was lost due to wear of the flexibility adjustment ring, the nozzle had foreign objects, the bending angle in the up direction was out of standard, the up/down knob had play, the bending section rubber was scratched, the adhesive on the bending section rubber was chipped, the adhesive on the bending section rubber was cracked, switch 1 was scratched, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was clouded white, the distal end cover was scratched, and the connecting tube was cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an air leak from the variable hardness part. Inspection and testing of the returned device found foreign material was clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.